Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer received an og ilet instead of a color ilet during training, and due to significant vision limitations the requestor sought to exchange the og ilet for a color ilet and asked that a charging pad be sent. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no medical intervention. Investigation included case review and coordination for replacement and return of the original device. Investigation of this case revealed a device selection or fulfillment mismatch; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user or logistical selection error during fulfillment rather than a device performance issue.